Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 27 mg/dl while wearing the pod longer than 48 hours. The patient wife tried to wake up the patient but would not wake up. The patient doe not remember what was given to resolve the issue. The patient was released the same day. The pod was worn when seeking medical attention but was taken off at the ER (emergency room).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.